Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was not feeling stimulation and she was not able to increase the stimulation. The patient stated that she was peeing a lot more and she wanted to increase stimulation. Troubleshooting attempts were made and the patient programmer (pp) showed stimulation was off. The patient synced with the pp and the setting was at p1 at 3.1v. The patient turned therapy on and decreased stimulation to 2.7v. The patient confirmed feeling stimulation and the issue was resolved. The patient mentioned that they considered the therapy/symptoms as sudden. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2018-july-24 crts (B)(4) (con): additional information was received. It was reported that the patient was having the hardest time, she sets it then goes off. Patient said in the last couple of days she peed quite a bit and changed pads however the call quality was terrible and hearing patients words was difficult. Patient called back to troubleshoot. Patient stated it kept getting turned off. She did not feel stim. She was going to the bathroom every 5 sec. It got worse, she was having to change pads and everything was soaked. Patient said she did not touch the blue buttons. Patient used the pp on the call. Pp showed ins was on. Patient was at 4.7 v. Patient increased stim to 4.9 v and said she now felt stim. Patient would monitor symptoms and increase more if needed. If symptoms do not improve patient would follow up with hcp. It was reviewed that if patient did not feel stim it did not mean her ins turned off. Patient reported her therapy was not helping.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said the device "goes out" and can tell when it goes out because they start running to the bathroom every few minutes. Prior to the call today, the patient will check the implant after running to the bathroom and they say it is off. The patient had access to their patient programmer (pp) at the time of the call and synched to their implantable neurostimulator (ins) which showed stimulation was off; therapy was then turned on. The call center asked the patient if they were pushing the 2nd button on the left side, but the patient didn't know how they could have pushed it because they keep the pp in their bag when it is not in use. As a result of what was reported, button use and how to turn stimulation on was reviewed with the patient. They noted this has happened 2-3 times since getting the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the stimulator was turned on. No further complications were noted or an ticipated